Manufacturer narrative:
(B)(4).the complaint device is currently en route to fisher & paykel healthcare for evaluation.we will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). (B)(6). Narrative: method: the complaint chamber was visually inspected for damage and was connected to a waterbag for functional testing. Results: the chamber filled normally when connected to a waterbag, however, once the chamber had filled, small drops of water were observed to leak from the connection between the feedset tube and waterbag spike. Inspection showed that glue had been applied to the tubing properly and provided full coverage around the tube, however it appeared that the glue had not sealed completely with inside of the waterbag spike. A lot check revealed no other complaints of this nature for lot number 100703. Conclusion: visual inspection of the water feedset tubing showed that a sufficient amount of glue had been applied to the tubing. We were unable to determine what caused the waterbag spike to separate. All chambers are pressure testing during production to check for the presence of leaks. The complaint chamber would have failed pressure testing if the waterbag spike was not properly attached at the time of testing. Our trending and monitoring of mr290 feedset leaks has a rate of occurrence of (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290 autofill humidification chamber leaked water from between the water feedset tubing and the waterbag spike. It was reported that the water leaked after the chamber had been used for approximately one month. No patient consequences were reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290 autofill humidification chamber leaked water from between the water feedset tubing and the waterbag spike. It was reported that the water leaked after the chamber had been used for approximately one month. No patient consequences were reported.